Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The aortic neck was 13 mm in length and it had severe angulation of 50 degrees. It was reported that there was a proximal type 1 endoleak present post implant. The decision was made to implant a 26 mm diameter aortic cuff proximally. The aortic cuff was intentionally implanted partially covering the right renal artery in order to achieve a good seal (see MFR # 2953200-2010-00824). At the end of the procedure, the endoleak was resolved and there was flow into the right renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak. Aortic neck was 13 mm in length and it had severe angulation of 50 degrees.